Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the compressor had a hose leakage. The trained technician replaced one of the compressors internal hoses/tubes which solved the problem. No picture or faulty part was returned for investigation. No further issues have been reported. An internal leak in the compressor may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation may stop as a worst case scenario. Alarms will be generated. The conclusion is that an internal compressor tube or connection was leaking. As no part was returned for investigation, the root cause could not be determined. Note. Compressor tubing is replaced when performing 10000 hour maintenance. H3 other text: 4117.

Event description:
It was reported that the compressor had a hose leakage. There was no patient harm. Manufacturer ref. #: (B)(4).